Event description:
It was reported, that a patient presented with high capture thresholds. Resulting, from dislodgement noted, on the right ventricular and left ventricular leads. Fluoroscopy confirmed, dislodgement of the leads. Both leads were repositioned on (B)(6) 2024. The patient was stable throughout.